Event description:
It was reported that the patient experienced deflation issues and recurring incontinence due to the cuff not completely closing with an artificial urinary sphincter (aus). The aus still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.